Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt stated that at some point on (B)(6) 2011 she obtained 1.9 inr on the inratio meter and then a day or so later obtained 4.9 inr. No lab values were known. Pt's therapeutic range is approx (2.5).